Event description:
Report of adverse reactions experienced with the use of amo complete moisture plus contact lens solution: blurry vision redness constant irritation. Dates of use: two months in 2007. Diagnosis or reason for use: contact lens solution.